Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrived at the hospital on (B)(6) 2021 and had a pulseless electrical activity (pea) arrest and after obtaining return of spontaneous circulation the patient was transferred to the ICU (intensive care unit). Through requested log file analysis it was noted that the patient experienced a loss of all power event, which caused the pump and controller to shut off for an unknown amount of time. It was also noted that the patient did not appear to be connected to the mobile power unit ,which indicated they were sleeping on battery power which is not recommended. Log file analysis showed that on (B)(6) 2021, 4:29:35 am batteries fully charged and connected to controller. On (B)(6) 2021 at 12:14:10 am low power advisories reached; at 2:39:28 am there was a low power hazard; at 3:46:28 am the batteries were completely discharged causing a loss of external power and caused the controller to switch to ebb power; at 5:41:31 am the ebb (backup battery) was near complete discharge causing the pump rotor to stop; at 5:42:07 am the last line of data was read before complete ebb discharge causing the controller to shut off. After an unknown amount of time the controller and pump powered back on from batteries (clock invalid alarms and reset due to depletion of all power sources); sometime between 5:42:07 am and 17:06:25 pm the pump restarted and appeared to be providing support. Between 28aug2021 11:49 pm and 29aug2021 4:07 am the controller clock was resynced with the system monitor and the pump was operating normally.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the depletion of the 14v lithium-ion batteries and backup battery, leading to a pump stop. The account stated that the patient presented to the hospital and had a pulseless electrical activity (pea) arrest. After return of spontaneous circulation, the patient required treatment for acute kidney injury and acute liver injury. The system controller event log file contained data from (B)(6) 2021. A pump stop was noted on (B)(6) 2021 that was due to full depletion of the external batteries and the system controller's backup battery, leading to a pump stop. Prior to and following this event, the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including renal dysfunction, in section 1, ¿introduction.¿ section 2 ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module (pm) or mobile power unit (mpu) for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 "patient care and management¿ explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Section 7 "alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged lithium ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 5 ¿alarms and troubleshooting¿ provides information regarding system controller alarms and the proper actions associated with them. This section also includes detailed instructions on connecting and disconnecting to power under ¿guidelines for power cable connectors.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
After loss of power, the patient was admitted and intubated. The patient required dialysis briefly and had acute kidney injury/acute liver injury which improved. The patient was transferred to the floor and was able to be discharged home several days later.